Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call loose drive support cap anomaly and high blood glucose levels. Customer¿s blood glucose level was 430 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting was performed. Customer advised the drive support cap was flush and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with loose drive support disk noted.